Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "surgeon applied several clips to the vessels and the crotch of the clip would not fully close on 5-7 clips. Surgeon said he did squeeze handle to handle. Opened second clip applier and that one worked fine and subsequently surgeon finished case." Patient status: "no issues."